Event description:
A pt contacted lifecor customer support to report that when he woke up this morning the monitor was not working. Support had the pt download. The download revealed an abnormal shutdown. Support sent the pt a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Monitor. Battery pack 2003. Battery pack 2006. Device evaluations of monitor battery pack and battery pack have been completed. The reported problem was confirmed. The cause of the monitor intermittently powering down was due to a damaged connector tab on the battery pack. This battery pack also had a high internal resistance. The battery pack was repaired. Then it was retested and restocked. The root cause of the broken locking tab cannot be positively identified but was likely due to a forcible removal of the battery from the monitor without pressing the tab. Monitor and battery pack were tested and were found to be fully functional. They were restocked. No adverse event resulted from the damaged battery pack. The patient received two replacement battery packs and a replacement monitor.